Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding to touch. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not responding to touch. The customer was unable to calibrate the touchscreen while on the phone with the remote service engineer (rse). The rse provided the customer with the part number of the touchscreen to order and replace. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.